Event description:
It was reported via repair work order that the footend lift was elevated and would not lower. The technician manually turned the adjustment rod underneath the bed by the motor and then burned in the limits to repair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.